Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer customer charged the transmitter for more than 2 hours and found that led kept flashing. The customer was unable to connect transmitter to pump. The customer reported no adverse event. The event involved product(s) mmt-7840w9. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7840w9.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section d1/d2a/d2b & d4 - product material has been changed from mmt-7840w9 to mmt-7841zw. 2. Section h6 - updated type of investigation, investigation findings, investigation conclusion. 3. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-7841zw. Mmt-7841zw was requested and the customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of one returned transmitter, performed visual inspection and found no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / moisture were noted at connector visual inspection. Unit was able to charge properly. After removing device from the charger, the green led flashed properly. After the test plug was installed, the led flashed properly. In summary the customer complaint of loss communication event and led anomaly were not confirmed. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unit passed charge test holding 4.13 v after accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.